Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error. A cold reset was performed for error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was up to 516 mg/dl at the time of incident. Customer also stated that they inserted new battery into the insulin pump display did hot returned. Troubleshooting was performed high blood glucose level. The product will be returned for analysis.